Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device came back from operating room as broken. The issue was observed during decontamination. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that item-200002302 - came back broken from the or. The issue was observed in decontam. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided. Brock I also have a battery that needs to be replaced. Information below on impactor tip. Serial number is broken off. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the dps hd imp tip was broken around the threaded region. The broken fragments were not returned for evaluation. Additionally its worth mentioning that the lot number was unable to retrieve due to the breakage condition. The potential cause can be attributed to unintended use error, with the damage likely resulting from overtightening, off-axis assembly, uneven force applied during impaction. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dps hd imp tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. H11 additional narrative: added: d9. Corrected: h3.